Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient experienced abdominal pain, red/brown juices in the peg tube and blood at insertion site. On an unspecified date in the beginning of (B)(6), patient suffered from inflammation and purulent secretion at the insertion site. The patient was treated with antibiotic amoxicillin / clavulanic acid 500 / 125mg one tablet three times a day with effect.